Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose and air bubbles anomaly. Customer's blood glucose level was 480 mg/dl. Customer experienced manual shots and air bubbles. Customer was advised to change out their infusion set and keep the reservoir and room temperature.